Event description:
It was noted that the device had reached eri via a merlin.net alert. The physician suspected premature battery depletion, and the device was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. Battery depletion was found to be normal and within estimated longevity.